Manufacturer narrative:
(B)(4). Concomitant medical products ¿ unknown vanguard femur; unknown vanguard femoral augment; unknown vanguard femoral stem; unknown vanguard tibial tray; unknown vanguard tibial augment; unknown vanguard tibial augment; unknown vanguard tibial stem; unknown vanguard tibial bearing. David a. Crawford, md, keith r. Berend, md, michael j. Morris, md, joanne b. Adams, bfa, adolph v. Lombardi jr., md, facs. (2017). Results of a modular revision system in total knee arthroplasty. The journal of arthroplasty, xxx (2017) 1-7. Http://dx.doi.org/10.1016/j.arth.2017.03.076. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the item and lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the item and lot number of the device involved in the event is unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2017-03977, 1825034-2017-03979, 1825034-2017-03980, 1825034-2017-03981, 1825034-2017-03982, 1825034-2017-03983, and 1825034-2017-03984.

Event description:
It was reported in a journal article that the patient underwent a left knee revision procedure approximately 3.2 years post implantation due to aseptic loosening. All components were removed and replaced. No further information is available.